Event description:
It was reported that during a revision of the ventricular lead, insulation anomaly was noted on the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion with exposed outer coil at 5.8 cm to 6.2 cm and at 17.8 cm to 18.6 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.